Event description:
The customer alleged that the unit was leaking a mixture of water and cidex opa on to the floor. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse tightened the fittings and reseated the waste valve. The fse ran an empty cycle with no leaks. System meets manufacturer requirements.